Event description:
It was reported that while the customer was getting out of the boat the insulin pump was dropped on the concrete, but nothing happened. There was only a small scratch near the screen. The customer's blood glucose was 114 mg/dl. At the time of the call the device had a blank display. After performing troubleshooting the display did not return. The discontinuation of the insulin pump was advised. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had a blank display due to a broken solder joint and lifted traces on the interface board. The insulin pump was received with minor scratches on the display window.